Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial. The rep reported that she was in a trial on the day of the report and the healthcare provider (hcp) used the curved tip needle. The rep reported that the hcp was unable to get it into the epidural space and tried to pull the lead back and it wouldn¿t come out of the needle, so he had to pull out the needle and lead together. The rep reported that the lead had been approximately 6 inches in and when it pulled out it appeared to be damaged/bent and the hcp didn¿t want to try and thread it again, so a new kit was used. The rep reported that the product couldn¿t be sent back for analysis as it had already been disposed of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that it was not determined why the lead got stuck in the needle. No patient complications were reported.